Manufacturer narrative:
Summary of evaluation: the results of the evaluation suggest that this event is not device related but rather is associated with intra-operative difficulties.

Event description:
The insert was seated in the baseplate with "great difficulty" requiring numerous direct posterior blows to seat it.